Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2019 with the following findings: review of the black box data revealed multiple records of unexplained power on reset. The battery compartment was confirmed to be cracked. The returned battery cap had stripped threads and was unable to secure properly to the pump. With the damaged battery cap in place on the pump, the intermittent power allegation was duplicated due to insufficient electrical connection. With a test battery cap securely in place on the pump, the pump powered on normally and was able to be exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation duplicate the complaint.